Event description:
It was reported that the battery is not holding a charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the top case is not aligned correctly with bottom case. The pump event history showed a depleted battery error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, power on pump without being plugged in. The root cause of the reported issue was unable to be determined. The technician performed preventive maintenance (pm). Performed all functional/delivery tests which passed.